Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The skin graft mesher, serial number (B)(4), was manufactured on november 2, 2011, and is over 4 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. It was reported that the screen and ratchet were not working properly. At a later date it was clarified that there was no harm or injury to the patient or operator and the surgery was completed with an alternate device. The customer returned a skin graft mesher device for evaluation. Initial qa inspection of the skin graft mesher revealed no significant damage to the mesher handle. The latching pins engaged as intended. The comb was bent on the left side. There was no significant damage to the roller or roller gear. A test mesh was not performed due to the condition of the comb. A ratchet was not returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the side plates, roller, comb, and ratchet gear. The skin graft mesher,was then tested and functioned properly. It was repaired, inspected and tested. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was bent on the left side. The ratchet not working was unable to be verified as no ratchet was returned for evaluation. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the screen & ratchet were not working properly. No adverse events have been reported as a result of the malfunction.